Event description:
A malfunction alarm was reported, identified as malfunction code 9, which did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer's pump had not been reset within the last 24 hours, so technical support provided instructions and assisted in resetting it. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the issue reoccurred, and they acknowledged and understood the instructions.